Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The lesion was located in the proximal right coronary artery (rca). The 15mm x 2.0mm apex over-the-wire balloon catheter was advanced to the lesion for treatment and upon inflation the balloon ruptured below nominal pressure. The procedure was completed with this device. No patient complication was reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not received at the complaint investigation site for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).